Manufacturer narrative:
Continuation of d10. Product ID: d-evolutfx-2329; product lot number: 0012436654; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: 0012410901; product type: 0195-heart valves; implant date: non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-34, a pre-implant balloon aortic valvuloplasty was performed. An infold in the valve frame was observed during the initial deployment attempt after insertion into the patient. As a result, the valve was recaptured and withdrawn. A new valve was loaded, causing a slight procedural delay. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: a4. B7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.